Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or pump error 35 due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Device passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the critical broken force sensor was detected during seating or regular delivery on the insulin pump. Customer stated that insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.